Manufacturer narrative:
The sample associated to this report is expected to be returned. If the sample is received, a summary of the analysis will be provided in a supplemental report.

Event description:
The customer reported that she orders the m4.0 neo custom trachs for her daughter. The customer reported that there is a space at the end of the tube where the obturator is inserted. The information provided confirms that the reported issue was discovered prior to use and that recannulation was not required.

Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that she orders the m4.0 neo custom trachs for her daughter. The customer reported that there is a space at the end of the tube where the obturator is inserted. The information provided confirms that the reported issue was discovered prior to use and that recannulation was not required. Update to event description: the customer reported that she orders the m4.0 neo custom trachs for her daughter. The customer reported that there is a space at the end of the tube where the obturator is inserted. The information provided confirms that the reported issue was discovered prior to use and that recannulation was not required.